Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from severe pain, swelling, inflammation, and damage to surrounding bone and tissue, and partial lack of mobility. Bilateral. Doi: (B)(6) 2004; dor: none reported; (right side). Doi: (B)(6) 2004; dor: none reported; (left side). Patient was a resident of (B)(6), but was implanted in (B)(6). Update ad 10 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Added date of birth, patient harms, stem on impacted products due to alleged elevated metal ions and updated product details of unknown head and liner. Doi: (B)(6) 2004; dor: none reported; (left hip). Please see (B)(4) for the right hip.